Manufacturer narrative:
The complainant has indicated that a user medwatch has been filed; however, they have been unable to provide a report number. (B)(4) - sponge retrieved from patient. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure the physician felt resistance while advancing a device through the scope. The scope was flushed and the foam sponge from the rx locking device and biopsy cap came out of the scope into the patient. The foam sponge was removed from the patient using forceps. The procedure was completed with another rx locking device and biopsy cap. At the conclusion of the procedure, the patient's condition was reported to be fine.